Manufacturer narrative:
On (B)(6) 2019 a second suspect medical device was added (ln 2g22-30 lot 90303fn00). This event was also submitted under manufacturers report 3008344661-2019-00025. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. One patient sample was provided, however, this was not tested as the container cracked and therefore, there was no sample volume available to test. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed (B)(6) confirmatory results on the architect i2000sr analyzer. The following data was provided: sid (B)(6) was repeatedly (B)(6) and confirmatory neutralization was greater than 50% the sample was confirmed (B)(6) on dna testing. There was no impact to patient management reported.